Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina and restenosis occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina and was referred for elective cardiac catheterization. Target lesion #1 was located in the first obtuse marginal artery with 80% stenosis, 20mm in length and with reference vessel diameter of 3.00mm. Target lesion #1 was treated with predilation and placement of a 3.00x20mm study stent with 0% residual stenosis. Target lesion #2 was located in the mid right coronary artery (rca) with 75% stenosis and 12mm long with a reference vessel diameter of 3.00mm. Target lesion #2 was treated with predilation and placement of a 3.00x12mm study stent with 0% residual stenosis. Four days post index procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2015, the patient had developed angina. Four days later, the patient was hospitalized and referred for cardiac catheterization. The following day, the 95% stenosis located in first obtuse marginal artery was treated with the placement of a drug- eluting stent with 0% residual stenosis and timi 3 flow. One day post procedure, the patient was discharged. In (B)(6) 2015, follow-up core-lab angiography finding of the first obtuse marginal artery noted absence of thrombus as well as aneurysm. However core lab noted presence of in-stent restenosis (isr) pattern 1b. Revascularization included target lesion revascularization (tlr). Follow-up core-lab angiography finding of the mid rca noted absence of thrombus as well as aneurysm. Core lab noted absence of isr. In (B)(6) 2015, the 75% stenosis located in mid rca, was treated with the placement of a drug- eluting stent with 0% residual stenosis and timi 3 flow.